Manufacturer narrative:
The manufacturer previously reported a failure of the active exhalation control module and sensor board. The active exhalation control module and sensor board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the active exhalation control module failing was found to be consistent with the proportional valve being stuck in the open position. The root cause of sensor board failing was found to be consistent with the flow sensor (mt5) being out of tolerance.

Event description:
The manufacturer received information alleging a ventilator was alarming. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device failed a step during testing. The device's sensor board was replaced to address the issue.